Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop or readings in the glucose log with a cal code of 18. Customers and retailers have been informed through the fa16may2006 letter.